Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.